Event description:
It was reported that the pin fell off the instrument during a cervical surgery. The distractor was used and during distraction, the arm fell off. The small pin that holds it on to the distractor is gone. An MRI has been done, but the missing pin was not found. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained cervical distractor has shown that one arm is indeed missing a pin at the joint of the fixed angle. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.